Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. D4: batch # unk. E1: unk reporter name. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components the trigger was found bent, the latch was found damaged and the latch posts were noted to be broken. In addition, twenty-one (21) clips were found remaining inside the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z70343 number, and no non-conformances were identified. Additional information was requested and the following was obtained: no the device did not deliver clips, the team found that the device was not functional when opened. It was not used, it did not fall. We just used another device instead. No further information. No patient consequence. Another device was used. (With success ) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clamp not working when opened. No further details were provided. No patient consequences reported.